Event description:
This is 1 of 2 reports ( same valve, different events) linked to mfg report number: 3013886523-2022-00485. A physician reported a halim valve (ID 823842) was implanted via v-p shunt on (B)(6) 2022 with unknown setting. On (B)(6) 2022 a surgery was performed to correct the position of the peritoneal catheter. External drainage was performed via a valve on (B)(6) 2022 due to infection. The valve was obstructed and the cerebrospinal fluid could not be discharged; therefore, the valve was removed, only the reservoir was replaced. According to reporter it is unknown if the infection was related to the valve. This report is for the surgery performed to correct the position of the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). Complaint sample was not returned for evaluation (remains implanted). Failure analysis - no investigation needed as no defects reported on the device. Surgery was performed to correct the position of the peritoneal catheter on (B)(6) 2022. Device still implanted. Root cause - the root cause for the issue reported by the customer is due to user¿s error.